Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a concern for a low battery alarm overnight and bracket for the white cable was lit despite changing to new batteries. Upon review of the log files there was a driveline disconnect events on (B)(6) 2021 at 12:37 to 12:41. The driveline was reconnected to the controller at this point. The patient performed a self controller change to her backup controller. During this time the log file indicated a second driveline disconnect event from 14:34 to 14:36. The patient had subsequent low flow alarms but as asymptomatic. The only low flow event noted on the log file is noted back on (B)(6) 2021 at 9:42. The patient ultimately switched back to her primary controller with no further alarms. Technical services reviewed the patient's backup controller log files. The date and time were never synched so it indicated that the patient was connected to it at (B)(6) 2017 at 12:40 through (B)(6) 2017 at 12:04. Upon inspection of the patient's products there was significant wear on the black and white cables. Related manufacture's reference number: 2916596-2021-03122.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event associated with atypical power cable disconnect/low voltage alarms was confirmed via the submitted log file. The heartmate ii system controller was not returned; however, a log file was submitted for analysis. The submitted log file contained data spanning approximately 10 days (22 may 2021 ¿ 01jun2021 per timestamp ). The fixed speed was set to 9400 rpm, and the low speed limit was set to 9000 rpm. The log file captured intermittent atypical power cable disconnect alarms active on (B)(6) 2021, while connected to battery power due to the rsoc voltage in the black (between 12:37:12 and 12:41:04) and then in the white power cable between 12:41:53 and 14:34:26) dropping to approximately 0 volts. The alarms were resolved once the rsoc voltage in the power cables was restored to its expected values. The system controller was not returned for analysis. The root cause for the reported events cannot be conclusively determined through this analysis. Multiple attempts were made to obtain additional information from the customer regarding the event, including the serial numbers of the primary/backup controllers and the devices' returning status; however, no additional information was provided. As a result, this complaint file will be closed with no further action. If the product is returned at a later time, this complaint file will be re-opened. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect, low voltage advisory/hazard, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.